Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced boundless endless loop tachycardia (belt) below the max tracking rate. Technical services (ts) discussed programming options in which the field representative reprogrammed, and this patient was no longer going into belt. This crt-d remains in service. No adverse patient effects were reported.